Event description:
It was reported that during use with a prismaflex m100 set, an external normal saline and blood leakage was observed from the tubing. The blood was returned to the patient. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.